Event description:
It was reported that far-field r wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.